Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 126 mmol/l and repeated as 131 mmol/l. The patient sample was repeated on a second analyzer resulting in a na value of 136 mmol/l. This value was deemed correct. No incorrect result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Quality control data was within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined there was a valve failure. The valve was cleaned and the rinse levels and pump pressures were verified. The customer ran calibration and quality controls, which passed within specification. The investigation determined the service actions resolved the issue.